Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a bad spot on cubie tray.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station had bad spot-on cubie tray. A field service engineer (fse) found drawer 6 was showing off bus and identified failing pockets in row a caused by a damaged cubie tray. Replaced the defective cubie tray and tested the system using the hardware test application and dispensing application. All tests passed, and drawer functionality was restored. The system functioned as intended after the field service engineer repaired the device.